Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a patient data may not be current notification due to an interface issue that prevented patient data from downloading and required manual entry. A technical support specialist dialed into the station and server, reviewed sync information and logs, backed up the station database, and performed a full synchronization to restore data flow and clear the notification. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es oakora15 had experienced an interface issue for approximately 100 hours and 37 minutes, prevented patient data from linking for physicians. The screen displayed a notification stated patient data may not be current, and the station shown the device status as download stopped on health sight viewer. As a result, doctor was required to manually enter patient information into pyxis in order to access medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.